Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the pacemaker was interrogated prior to a patient undergoing a radiation treatment. At that time right ventricular lead noise and pacing inhibition were observed in addition to low out-of-range pace impedance measurements. Lead insulation damage was suspected. Device settings were adjusted and the patient cleared to undergo the radiation treatment. A revision procedure to replace the lead is planned. This system remains in service.